Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high blood glucose value was 500 mg/dl. Customer's current blood glucose level was 67 mg/dl. Customer stated that the blood glucose went too low because the customer was not wearing a sensor. Customer advised they did not wear their sensor which resulted in high blood glucose levels. The insulin pump will not be returned for analysis.